Event description:
It was reported that the patient was asymptomatic. It was noted that intermittent capture, increased capture thresholds and a high pacing impedance was observed on the atrial lead. The atrial lead was explanted and replaced successfully. The patient was discharged with no issues and was doing well.

Manufacturer narrative:
The reported events of high capture threshold, intermittent capture and high lead impedance were not confirmed. A complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage consistent with that occurring at the time of the procedure.